Event description:
Caller reported potential false negative troponin I (tni) results on triage cardio profiler test during correlation study with exl analyzer. No ramifications to the pt who's wb sample was used since this was part of a correlation study. Caller stated that meter-to-analyzer correlation is performed every 6 months. There are 2 exl analyzers and 2 triage meters in ER. No issues noted with ck-mb which she says correlates well.

Manufacturer narrative:
Returned pt samples and in-house calibrators were tested. No elevated values for tni recovery were observed with either pt sample or with calibrator z or h. Patient sample 1 tni recovery was 0.05ng/ml on (B) (4). Patient sample 2 tni was 0.07ng/ml on (B) (4). All data points with calibrator z were below the mfg cut off. All data points with calibrator h on (B) (4) were within the mfg 2sd range with a % recovery within mfg final release specs. No low bias in recovery was observed. The customer did not provide enough sample for additional testing. Product support also tested (B) (4) which was addressed in this complaint. All data points with calibrator h were within the mfg 2sd range, no low bias in recovery was observed with (B) (4). Product support noted that release criteria was met for manufacturing pouch release. Issue to be tracked and trended by device lot. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product discrepancy was established.